Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure for atrial flutter (afl) with a carto vizigo¿ 8.5f bi-directional guiding sheath-medium and a hemostatic valve separation occurred. During the procedure, the diaphragm of the carto vizigo¿ 8.5f bi-directional guiding sheath-medium had prolapsed and was leaking. The sheath was replaced, and the issue resolved. Procedure continued without further issues. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001525 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for atrial flutter (afl) with a carto vizigo" 8.5f bi-directional guiding sheath-medium and a hemostatic valve separation occurred. During the procedure, the diaphragm of the carto vizigo" 8.5f bi-directional guiding sheath-medium had prolapsed and was leaking. The sheath was replaced, and the issue resolved. Procedure continued without further issues. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this is being conservatively coded and reported as hemostatic valve separation since it is most likely the backflow occurred due to a malfunctioning/dislodged valve. Should more information become available, it will be reviewed and processed accordingly.